Event description:
Tampon disfigured...string hanging out the tip of the applicator as well as at the bottom [device physical property issue]. Case narrative: consumer reported via email that the tampon string is hanging out the tip of the applicator as well as the bottom. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampon disfigured...string hanging out the tip of the applicator as well as at the bottom [device physical property issue] , cause was traced to manufacturing [manufacturing issue] . Case narrative: consumer reported via email that the tampon string is hanging out the tip of the applicator as well as the bottom. No injury was reported.